Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which led to peritonitis. The breach in aseptic technique was further described as "patient error". The peritonitis event was manifested by diarrhea, vomiting, abdominal pain, and cloudy effluent. On the same day as the event onset, the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event and dianeal therapy was ongoing. On an unreported date, the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Three days prior to the receipt of this report, the patient had recovered from the peritonitis event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.